Manufacturer narrative:
E-complaint-(B)(4). Investigation: x-review DHR, x-inspect returned samples. Distribution history: this complaint unit was manufactured at csi on 12/21/18 under wo #(B)(4) and shipped on 1/22/19. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint conditions. No additional detail on what the issue could be was available on the complaints. New boards were put in the units and the old ones were discarded. Product receipt: the complaint unit was returned on a repair. However, based on log 92941, this unit was at csi on 9/26/19. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause : the product tested to specification as the device was found to meet all visual and functional test specifications. Correction and/or corrective action: although the complaint unit was not confirmed the board was replaced as a precautionary step. The unit was tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Customer stated "no power when hitting foot-control" reference repair order #(B)(4). E-complaint-(B)(4).

Manufacturer narrative:
The complaint condition reported is currently being investigated by coopersurgical, inc.

Event description:
Customer stated "no power when hitting foot-control". Reference repair order #: (B)(4).